Event description:
It was reported that dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a left anterior descending artery (lad). The 24 x 2.50 promus elite mr drug eluting stent was deployed to treat the target lesion. After the stent was post dilated, a proximal edge dissection in the proximal part of the stent was noted. A 2.75 x 24 promus elite stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.

Event description:
It was reported that dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a left anterior descending artery (lad). The 24 x 2.50 promus elite mr drug eluting stent was deployed to treat the target lesion. After the stent was post dilated, a proximal edge dissection in the proximal part of the stent was noted. A 2.75 x 24 promus elite stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered. T was further reported that the 90% target lesion was located in a moderately calcified, mildly tortuous lad, and was predilated with a 2x12 semi compliant (sc) balloon. No other devices were used to help deliver the stent at the lesion site. The balloon inflated and the stent was deployed at 12 atmospheres with no issues encountered. The stent was post-dilated with a 2.5x12 non-compliant balloon.